Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. There was no motor error alarm and the device was unable to prime during the priming test due to faulty force sensor resistor. The occlusion test and excessive no delivery tests were unable to be performed due to prime/fill anomaly. The motor passed the motor test. The insulin pump had broken battery tube threads, broken reservoir tube lip, scratches on the display window, scratches on the case and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer advised they have had issues with bent cannulas in addition to the motor error alarm. Customer advised the insulin pump had a chipped shell in the location of the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.